Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation, the ventilator inoperative condition was not duplicated. There were ventilator inoperative errors codes observed in the device error log. The device's main board was replaced to prevent reoccurrence. The unit was confirmed to be working properly after replacement. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. This device (bipap a40) was manufactured (08/06/2014) which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.